Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse effect to customer's blood glucose level. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.